Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that noise on the right atrial (ra) lead with a possible set screw issue was reported. Upon device check, the noise on the ra was confirmed. The noise was intermittent, but reproducable with pocket manipulation. Atrial impedance measurements were greater than 2,000 ohms, but would decrease to measure within acceptable limits. An invasive surgical procedure was performed to better connect the ra lead with the device. Once the device was out of the pocket, the physician pulled on the ra lead, which was not loose in the header. However, the physician felt that the lead was not all the way in the header even though, the set screw had captured the lead tip, the lead ring was not in constant contact with the ring leaf spring. The physician chose to keep the existing device. The pt went home later that day with no known adverse events. All available info indicates that the lead remains in service. There is no add'l info available. If add'l info becomes available, the event will be updated.